Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of low flow alarms; however, it was reported that the alarms were associated with an outflow graft kink. The report of an outflow graft kink was unable to be confirmed as no product or images are available. A specific cause for the reported embolic stroke could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. It was reported that the patient was having continued low flow alarms, which were believed to be caused by an outflow graft (ofg) kink. The patient was fatigued, lightheaded, and had multiple falls at home. A stenting was performed to fix the kink on (B)(6) 2021, which resolved the alarms. Images of the ofg kink were unavailable. The patient also experienced a left middle cerebral artery (mca) cerebrovascular accident (cva), which was confirmed with imaging. The patient was taken for emergent thrombectomy, which was successful, and symptoms had almost entirely resolved. As of (B)(6) 2021, the patient was outpatient and stable. The first controller event log file contained data from (B)(6) 2021 05:34:31 through (B)(6)2021 12:09:53. 79 low flow fault flags were captured, resulting in 57 low flow hazard alarms on (B)(6) 2021. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The second controller event log file contained data from (B)(6) 2021 15:02:36 through (B)(6) 2021 09:33:04. One low flow fault flags were captured when the estimated flow dropped below the threshold of 2.5 lpm. This fault did not last 10 seconds, and no hazard alarm was triggered. No other atypical events were captured. Despite this event, the pump appeared to function as intended and operated at the set speed for the duration of the file. The remaining log files also captured low flow events on (B)(6) 2021 and (B)(6) 2021. The pump appeared to function as intended and operated at the set speed for the duration of the files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 29may2019. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), lists stroke as an adverse event that may be associated with the use of the hm3 lvas. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 5 of the IFU also cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ the heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was outpatient and stable as of (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file submitted due to continued low flows. The periodic log file submitted is unremarkable, however event log captured 6 instances when the set speed was lowered to 4000 rpm in which the pump parameters changed as expected with decreases in the set speed. The reported low flow is believed to be due to outflow graft kink. The patient presented with fatigued, light headedness and multiple falls at home. Kinking of ofg as well as low flow alarms continued therefore stenting was performed on (B)(6) 2021. Additionally, the patient had evidence of acute cerebrovascular accident (cva) right after stenting. Imaging confirmed left middle cerebral artery (mca) cva and was taken for emergent thrombectomy, which was successful, symptoms have almost entirely resolved however the patient remains inpatient. Additional log file submitted contained 1 low flow estimate (no alarms as event was unsustained) on (B)(6) 2021 at 8:18am. The calculated flow appears to have fluctuated below the alarm threshold of 2.5lpm during this time. This flow readings do not appear to be the result of any equipment malfunction. The rest of the log consisted of a few clusters of pi events. The pump appears to be operating as intended. No additional information provided.